Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 400 mg/dl. Customer delivered a bolus and blood glucose went down to 270 mg/dl, but had the same issue the next day. During troubleshooting, customer was assisted in performing a plunger push, a 5.0 unit fixed prime and 5.0 unit manual prime. Insulin did exit with manual prime. Customer was advised that insulin pump was working as designed. Customer reported that high blood glucose may have been due to forgetting to fill cannula when changing set and also ripping infusion set from site when changing pants. Supplies would be replaced.